Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information was received that the staples were in fact properly formed, however the device locked out halfway through the firing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.